Event description:
This unsolicited case from (B)(6) was received on 11-aug-2016 from an orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc and later after unknown latency experienced burning pain and swelling at the application site and had removal of 60 ml of synovial fluid. Patient's medical history included grade ii unspecified knee osteoarthritis of unknown time of evolution in treatment in 2015 with 1 application of 2 ml of synvisc every week for 3 weeks. No concomitant medication and concurrent condition was reported. On an unspecified date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/lot number and expiration date: not provided) on unspecified knee for grade ii gonarthrosis. It was reported that the first application was performed without any complications. On an unspecified date in (B)(6) 2016, (one week approximately), patient received the second dose of synvisc and immediately presented burning pain and swelling at the application site on unspecified knee after unknown latency. The same day, approximately 6 hours after the event, the patient underwent an arthrocentesis with removal of 60 ml of synovial fluid of unspecified knee at the emergency room. The patient was not hospitalized and was discharged on the same day. On an unspecified date in (B)(6) 2016, a week after the adverse event, the patient's physician prescribed 1 intramuscular injection of dexamethasone as corrective treatment for burning pain and swelling. On an unspecified date in (B)(6) 2016, patient recovered from the adverse events. As of (B)(6) 2016, patient had recovered from the adverse event. No further information was provided by the reporter. Action taken: no action taken. Corrective treatment: dexamethasone for all events and arthrocentesis for removal of 60 ml of synovial fluid. Outcome: recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from an orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc and later after unknown latency experienced burning pain and swelling at the application site and had removal of 60 ml of synovial fluid. Patient's medical history included grade ii unspecified knee osteoarthritis of unknown time of evolution in treatment in 2015 with 1 application of 2 ml of synvisc every week for 3 weeks. No concomitant medication and concurrent condition was reported. On an unspecified date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/lot number and expiration date: not provided) on unspecified knee for grade ii gonarthrosis. It was reported that the first application was performed without any complications. On an unspecified date in (B)(6) 2016, (one week approximately), patient received the second dose of synvisc and immediately presented burning pain and swelling at the application site on unspecified knee after unknown latency. The same day, approximately 6 hours after the event, the patient underwent an was not hospitalized and was discharged on the same day. On an unspecified date in (B)(6) 2016, a week after the adverse event, the patient's physician prescribed 1 intramuscular injection of dexamethasone as corrective treatment for burning pain and swelling. On an unspecified date in (B)(6) 2016, patient recovered from the adverse events. As of (B)(6) 2016, patient had recovered from the adverse event. No further information was provided by the reporter. Action taken: no action taken corrective treatment: dexamethasone for all events and arthrocentesis for removal of 60 ml of synovial fluid. Outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for all events additional information was received on (B)(6) 2016. Global ptc number and results were added and text was amended accordingly.